Event description:
It was reported that during testing, the cs100 intra-aortic balloon pump (iabp) unit had an airleak, there was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and was able to reproduce the reported issue. The fse tested and found the safety disk to be faulty. The customer was quoted for the repair and chose not to repair the unit.

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had an airleak, there was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.